Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2025 a 24mm ampaltzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure it was noted that there was stiffness in the loader, causing difficulty to connect the occluder to the delivery sheath. Air bubbles were removed with solution; however, resistance was still noted while loading the occluder to the delivery sheath. Eventually the loader was connected to the delivery sheath without use of the dilator. The occluder could not be advanced through the delivery sheath. The occluder was retracted back to the loader and the loader was disconnected from the delivery sheath. The loader was flushed again to remove air bubbles with saline solution. The occluder was re-loaded and re-attempted to connect to the delivery sheath. It was then noted that the connection leur of the loader was not compatible with the delivery sheath. Force was used to manually connect the loader and delivery sheath. The decision was made to continue to use the 9f delivery sheath instead of up-sizing. The loader was connected to the delivery sheath, however resistance could still be noted with advancing the occluder through the delivery sheath. During the first deployment attempt the occluder took on a cobra shape. The occluder was re-captured and removed from the patient to clean. The occluder was re-loaded and re-deployed, however the cobra shape remained. The occluder was re-deployed an additional five times before the decision was made to replace the delivery sheath with a new 10f amplatzer trevisio intravascular delivery system. The same occluder was loaded and deployed successfully with no issues. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.